Manufacturer narrative:
D3: manufacturer address 1- tavor building 1, industrial park. Device evaluated by manufacturer: an icerod 1.5 cx 90 degree needle (30081810) was returned to arden hills cis for analysis. Visual inspection of the exterior of the needle was performed and no abnormalities were noted. The needle was connected to the icefx console, and a two-minute confidence test was performed, and it was discovered during this test that the device had an error message saying 'I-thaw needle is defective for electrical thawing.' No gas leak or abnormal ice formation was noticed during the two-minute confidence test. The needle was disassembled and evaluated under a microscope for abnormalities. Abnormalities in the heater wire including charring of the wire and discoloration were noticed. The I-thaw error message and the abnormal wire conditions are indicative of the reported I-thaw failure; therefore, the reported event was confirmed.

Event description:
It was reported that a needle shaft leak occurred. An icerod cx 90 degree needle/vl was selected for a renal cryoablation procedure. During preparation, the needle was being tested when an ithaw malfunction displayed. The testing phase was continued, but the same needle had about 5 air bubbles around the needle shaft and no ice formed. The needle was then removed and replaced with another needle that worked as expected to complete the procedure. There were no patient complications reported.

Event description:
It was reported, that a needle shaft leak occurred. An icerod cx 90 degree needle/vl was selected for a renal cryoablation procedure. During preparation, the needle was being tested when an ithaw malfunction displayed. The testing phase was continued. But the same needle had about 5 air bubbles around the needle shaft and no ice formed. The needle was then removed and replaced with another needle, that worked as expected to complete the procedure. There were no patient complications reported.